Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that capture management had increased outputs in the device, but the clinic was getting great numbers in the office. The clinician noticed the patient was in atrial fibrillation and had variable capture management readings. During testing, high threshold was noted. The device remains in use. No patient complications have been reported as a result of this event.